Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. Left-b66018, right-b21583) inserted. The patient's medical history included female sterilization, fibroids, endometriosis, pelvic endometriosis excision, uterine enlargement, ovarian chocolate cyst and pelvic adhesions. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (r oophorectomy; bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number:b21583 manufacture date: 2013-04 expiration date: 2016-04-30. Lot number: b66018 manufacture date: 2013-08-29 expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. Left-b66018, right-b21583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, fibroids, endometriosis, pelvic endometriosis excision, uterine enlargement, ovarian chocolate cyst and pelvic adhesions. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy, r oophorectomy; bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Lot number:b21583 manufacture date: 2013-04 expiration date: 2016-04-30. Lot number: b66018 manufacture date: 2013-08-29 expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Event medical device removal was updated to pelvic pain. Event heavy bleeding, reporter's information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. Left- b66018, right- b21583) inserted. The patient's medical history included sterilization, fibroids, endometriosis, pelvic endometriosis excision, uterine enlargement, ovarian cyst and pelvic adhesions. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (r oophorectomy; bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.